Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was found in the pneumatic lines during the inspection. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. Prior to discovering the fluid leak, multiple m31 air detected in cassette alarms had occurred. It was reported that the alarm was occurring during fill 1 of 3. After failing to bypass the alarm, the treatment was discontinued. When the cycler door was opened to remove the cycler set, fluid was observed leaking out. The patient stated there was a visible tear found on the cassette. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not complete their treatment. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow up, the patient confirmed they had informed their pd nurse of the fluid leak and subsequent cycler replacement. They confirmed their replacement cycler was received and the old cycler was returned to the manufacturer for physical evaluation. The patient was continuing to perform their pd therapy on the replacement with no further issues. The cycler set was not available to be returned for evaluation as it was reportedly discarded.